Event description:
The intellanav stablepoint open-irrigated catheter (stablepoint) was selected for use during the radio frequency ablation procedure to treat repeated supraventricular tachycardia. It was reported that the temperature of the device could not reach the set value, it would not rise. The issue was persistent. The device was exchanged with a new one from the same model and the procedure was completed succesfully. No damage and no patient complications were noted. The device was returned for analysis.

Manufacturer narrative:
The returned intellanav stablepoint open-irrigated catheter was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. No damages were noticed on the returned device. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. There is no evidence that the device was used in a manner inconsistent with the labelled indications/IFU.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
The intellanav stablepoint open-irrigated catheter (stablepoint) was selected for use during the radio frequency ablation procedure to treat repeated supraventricular tachycardia. It was reported that the temperature of the device could not reach the set value, it would not rise. The device was exchanged with a new one from the same model and the procedure was completed succesfully. No damage and no patient complications were noted. The device is not expected to be returned for analysis.